Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported observation of communication issues could not be confirmed through electrical analysis. The root cause of the field observation was not ascertained. The issue may have been related to environment or magnet application sequences, as the ipg magnet log showed multiple magnet applications within a short period of time. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. Troubleshooting was tried to no avail. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
A4 - patient weight added.